Manufacturer narrative:
B3: the event occurred on an unreported date in jun2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified medication for the event. The patient outcome was not reported. Pd therapy was ongoing. The reporter declined to provide additional information.